Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis. Literature citation:stahelin, thomas m.d. And et al. "Supracondylar osteotomy of the femur with use of compression" (2000) the journal of bone and joint surgery, incorporated. Vol. 82-a, no. 5 may 2000. Switzerland article. This report is for unknown screw, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article, stahelin, thomas m.d. And et al. "Supracondylar osteotomy of the femur with use of compression" (2000) the journal of bone and joint surgery, incorporated. Vol. 82-a, no. 5 may 2000. Switzerland article. Between 1984 and 1996, incomplete oblique osteotomy of the distal aspect of the femur in nineteen patients (21 knees) was completed surgically to treat valgus deformity of the knee using a malleable angled semi tubular plate and lag screws. All patients had pain pre-operatively due to the valgus deformity due a variety of issues such as; osteoporosis, fracture, issues with ligaments, and osteoarthritis. The following complications occurred post-operatively: (B)(4) cases of screw loosening. This report is for an unknown screw.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Should not have been selected on initial medwatch; only reportable malfunction should be noted.